Event description:
It was reported that the customer had an issue with the insulin pump and had been waking up with high blood glucose levels. Customer stated that the pump will periodically beep but the alarm cannot be viewed. Customer's blood glucose level was 360 mg/dl. Customer reported that the rim around the reservoir compartment was cracked. Customer also had a motor error alarm on (B)(6) 2014 when she was changing her infusion set. Customer stated that she did not have the tubing clamp to perform the high pressure test. It was explained to the customer that high blood glucose levels are often caused by site/set issues. Customer reported that the pump was exposed to a body scanner when she went to europe. Customer was advised that the pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.